Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly to b1/ib. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked case at the display window corner, belt clip slot and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank display screen after dropping insulin pump on the ground due to clip breaking. Customer's blood glucose was 269 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.